Event description:
Small burn was noted to patient's arm following surgical procedure. Burn appeared to be caused by the light source, which was used during the laparoscopic procedure. Not clear if light source had been disconnected from camera before burn occurred. A hole was also burned through drape.